Manufacturer narrative:
The initial medwatch was submitted because the operator felt heat in the rubber gloves while checking the air supply and suction of the gif-hq190. In-house examination confirmed white gloves do not feel heat, blue gloves feel pain like a needle stick, and other colored gloves feel warmth. The event was assessed in the risk management file. Per the legal manufacturer, and regardless of glove color, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. This supplemental report is to inform that upon further review, this is not a reportable malfunction.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Before the procedure, the doctor found that the distal end of the gastroscope was turned hot after approx 15-20 seconds when the doctor started the video processor. The doctor felt the heat through her rubber. They replaced the gastroscope with another one, however, the same event occurred. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.